Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net with inappropriate automatic mode switch episodes from their implantable cardioverter defibrillator. The episodes were caused by far r-wave over-sensing. Programming changes were discussed with a healthcare provider. No patient condition or symptoms were reported.